Manufacturer narrative:
The device was evaluated by ventec where the issue of the ventilator being unable to maintain peep (positive end expiratory pressure) and exhaled tidal volume (vte) levels were high, were confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. The investigation determined that the root cause of the reported issue was the ift. Further component level cause could not be determined.

Event description:
A device was returned to ventec for preventive maintenance. During service at ventec, it was observed that the device was unable to maintain peep (positive end expiratory pressure) and exhaled tidal volume (vte) levels were high. There was no patient involvement associated with the reported event.